Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e333 error occurred due to design, however the definitive root cause was unable to be determined since the event was not confirmed. It is likely that the sd (secure digital) card failed, causing the occurrence of e211 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue could not be confirmed; however, an internal memory error occurred (error e211) due to a defective sd card. After the device was given factory reset, the device gave an error 210. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center displayed a touch panel error (error e333). The customer reported that this issue was found during preparation. There was no impact to procedure and there were no adverse effects to patient.